Event description:
It was reported that the patient's blood glucose (bg) values dropped to 34 mg/dl and rose to 325 mg/dl. The patient reported that the pdm gave uncommanded boluses.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.